Manufacturer narrative:
As reported, patient experienced erosion post implant of a phasix st mesh used to treat a hiatal hernia. Image provided taken during the endoscopy shows mesh fibers are visible in the lumen indicating presence in the esophagus. How the fibers got into the esophagus is unclear (either erosion or entry through an incision or other means). However, photo review does not assist in determining the root cause for the patient¿s postoperative complication. Based on the information available, no conclusions can be made. A lot number was not provided, as such a review of the manufacturing records could not be conducted. The adverse reactions section of the instructions-for-use, supplied with the device, identifies erosion as a possible complication and states ¿possible complications in hiatal hernia repair may include esophageal erosion and dysphagia related to crural fibrosis." The warnings section states, "for hiatal hernia repair, the use of phasix¿ st mesh circumferentially around the esophagus is not recommended" and "for hiatal hernia repair, the use of phasix¿ st mesh to bridge the hiatus is not recommended." Addendum: this is an addendum to the initial MDR submitted to document the photo evaluation results. Based on the imagery post eight (8) months of implantation and comparing it to the earlier images, the majority of the mesh is resorbed, which aligns with the resorption timeline of phasix st mesh and it expected that the mesh will fully resorbed within 6-10 months (or earlier). As per the instructions-for-use supplied with the device, "significant degradation of the mesh fibers observed in preclinical studies within 12 to 18 months, indicate loss in mechanical integrity and strength of the mesh. While fiber segments were observed at 18 months, they continued to degrade." Updated fields: b4, b6, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2025 the patient underwent hiatal hernia repair with the implant of a phasix st mesh. On (B)(6) 2025 the patient underwent a CT scan and endoscopy and was diagnosed with esophageal erosion. It was reported that the current patient status is "clinically well, tpn nutrition only; plan for further endoscopy to see if mesh can be trimmed."

Event description:
As reported, on (B)(6) 2025 the patient underwent hiatal hernia repair with the implant of a phasix st mesh. On (B)(6) 2025 the patient underwent a CT scan and endoscopy and was diagnosed with esophageal erosion. It was reported that the current patient status is "clinically well, tpn nutrition only; plan for further endoscopy to see if mesh can be trimmed."

Manufacturer narrative:
As reported, patient experienced erosion post implant of a phasix st mesh used to treat a hiatal hernia. Image provided taken during the endoscopy shows mesh fibers are visible in the lumen indicating presence in the esophagus. How the fibers got into the esophagus is unclear (either erosion or entry through an incision or other means). However, photo review does not assist in determining the root cause for the patient¿s postoperative complication. Based on the information available, no conclusions can be made. A lot number was not provided, as such a review of the manufacturing records could not be conducted. The adverse reactions section of the instructions-for-use, supplied with the device, identifies erosion as a possible complication and states ¿possible complications in hiatal hernia repair may include esophageal erosion and dysphagia related to crural fibrosis." The warnings section states, "for hiatal hernia repair, the use of phasix¿ st mesh circumferentially around the esophagus is not recommended" and "for hiatal hernia repair, the use of phasix¿ st mesh to bridge the hiatus is not recommended." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.